Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized for high blood glucose level and diabetic ketoacidosis. The customer¿s blood glucose level was 722 mg/dl. The customer also experienced different blood glucose level of over 500 mg/dl, 600 mg/dl and 278 mg/dl. The customer was treated with manual injection. Customer did report any symptoms related to high blood glucose such as vomiting. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.